Event description:
The hospital reported that the bending section cover of the endoscope came off inside the patient as the physician was pulling the endoscope from the patient. The hospital reported that the endoscope was inserted through the intubation very easily without using any lubricant. The piece of rubber was retrived with the use of a forcep. The hospital reported that there was no harm to the patient.

Manufacturer narrative:
The device in question was returned to olympus for investigation. The endoscope was received with missing piece of the bending section cover. There were two frayed wires on the bending section mesh. The insertion tube was bend at approximately 39 cm from the distal end. Olympus cannot conclusively determine cause of the user's experience. If further significant information becomes available a supplemental report will follow.